Manufacturer narrative:
Per -(B)(4) combined report. It has been reported that there was no fault with the corin devices and that the revision was required only due to patient bone quality. A competitor device which allowed for use of more screws was implanted when the trinity cup was removed. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. As the revision was required due to patient bone quality and not as the result of the design or performance of the corin devices, no further investigation is required and this case is now considered closed. Please note: this report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
A trinity cup and screws were revised approximately 5 months after primary surgery and replaced with a competitor product which allowed use of more screws due to patient bone quality.